Event description:
A report was received that the patient was experiencing difficulties charging the ipg. The patient underwent a pocket revision procedure. During the procedure, the physician moved the pocket site to below the beltline and made the pocket more superficial. The patient's paddle lead was also exhibiting high impedances. The physician explanted the paddle lead, and the contacts on the lead were damaged. The patient is reportedly doing well following the procedure.